Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 95% stenosed, denovo target lesion being treated was located in the moderately tortuous and non-calcified mid left anterior descending (lad) artery. The lesion was pre-dilated with an unspecified balloon. The 16x2.50mm taxus liberte stent delivery system (sds) was advanced to the lad and would not cross the lesion. When the physician withdrew the device it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)